Event description:
On 3/21/97, port-a-cath was implanted in pt's left subclavian, with tip in right atrium, for chemotherapy access. On 7/9/97 difficulty with accessing pac while flushing. X-ray revealed fracture in catheter. On 8/1/97, pt was admitted for outpatient surgery (removal of fractured port-a-cath). Catheter had a fracture with a split in it at the point where it crossed the sternoclavicular joint.